Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/foreign body in uterus') and fallopian tube perforation ('perforated my tube') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, hypothyroidism and pregnancy. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included low back pain, emotional disorder, vaginal haemorrhage, irregular menstrual cycle, depressed mood, uterine cyst, intramural leiomyoma of uterus (measuring 9 x 16x 10 mm), headache, migraine, migraine, dysuria, joint pain, nickel sensitivity, itching, ovarian cyst, pelvic adhesions, bleed in luteal cyst, follicular cyst of ovary, uterine cyst, nausea, runny nose, urine analysis abnormal, depression, suprapubic pain, thyroidectomy, thyroid disorder, arthritis (arthritis in her knees, back, and hands), blurred vision, vomiting, confusion, photophobia, phonophobia, adenoma and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), docusate sodium (colace), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), promethazine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and breast discharge ("she continued to have breast discharge") and was found to have pituitary tumour ("pituitary tumor") and uterine leiomyoma ("symptomatic fibroids"). The patient was treated with surgery (robotic assisted lase excision of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pituitary tumour, neuromyopathy, autoimmune disorder, pelvic pain, allergy to metals, dyspareunia, dysmenorrhoea, endometriosis, uterine leiomyoma and breast discharge had resolved and the fallopian tube perforation outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, breast discharge, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, neuromyopathy, pelvic pain, pituitary tumour, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, left trailing coils 3 coils. Right trailing coils 3. Patient tolerated procedure well. Essure implantation: (B)(6) 2010: medical complications during pregnancy (as written). Discrepancy noted in essure explant date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral blockage. Magnetic resonance imaging - in 2014: pituitary tumor had not increased in size. Ultrasound abdomen - on (B)(6) 2012: intramural fibroid in the lower uterine segment and cyst in the lower uterine segment. Heterogeneous 'myometrium. Ovaries appear normal as visualized. Ultrasound pelvis - on (B)(6) 2012: heterogeneous myometrium. Small uterine cyst and small intramural fibroid measuring 9 x 16x 10 mm; on (B)(6) 2013: contraceptive coil on the right is located in the adnexa. Coil on the left appears to be located at the surface of the uterine fundus but this may also be adjacent the fallopian lube or adnexa. Recommend further assessment with pelvis CT. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dyspareunia, foreign body in uterus, endometriosis, symptomatic fibroids, nickel sensitivity. Concerning the injuries reported in this case, the following ones were confirmed in patients social media, breast discharge infected,perforated my tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event:perforated my tube were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/foreign body in uterus') and fallopian tube perforation ('perforated my tube') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, hypothyroidism and pregnancy. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included low back pain, emotional disorder, vaginal haemorrhage, irregular menstrual cycle, depressed mood, uterine cyst, intramural leiomyoma of uterus (measuring 9 x 16x 10 mm), headache, migraine, migraine, dysuria, joint pain, nickel sensitivity, itching, ovarian cyst, pelvic adhesions, bleed in luteal cyst, follicular cyst of ovary, uterine cyst, nausea, runny nose, urine analysis abnormal, depression, suprapubic pain, thyroidectomy, thyroid disorder, arthritis (arthritis in her knees, back, and hands), blurred vision, vomiting, confusion, photophobia, phonophobia, adenoma and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), docusate sodium (colace), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), promethazine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and breast discharge ("she continued to have breast discharge") and was found to have pituitary tumour ("pituitary tumor") and uterine leiomyoma ("syptomatic fibroids"). The patient was treated with surgery (robotic assisted lase excision of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, pituitary tumour, neuromyopathy, autoimmune disorder, pelvic pain, allergy to metals, dyspareunia, dysmenorrhoea, endometriosis, uterine leiomyoma and breast discharge had resolved and the fallopian tube perforation outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, breast discharge, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, neuromyopathy, pelvic pain, pituitary tumour, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, left trailing coils 3 coils. Right trailing coils 3. Patient tolerated procedure well. Essure implantation: (B)(6) 2010: medical complications during pregnancy (as written). Discrepancy noted in essure explant date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral blockage. Magnetic resonance imaging - in 2014: pituitary tumor had not increased in size. Ultrasound abdomen - on (B)(6) 2012: intramural fibroid in the lower uterine segment and cyst in the lower uterine segment. Heterogeneous 'myometrium. Ovaries appear normal as visualized. Ultrasound pelvis - on (B)(6) 2012: heterogeneous myometrium. Small uterine cyst and small intramural fibroid measuring 9 x 16x 10 mm; on (B)(6) 2013: contraceptive coil on the right is located in the adnexa.coil on the left appears to be located at the surface of the uterine fundus but this may also be adjacent the fallopian lube or adnexa. Recommend further assessment with pelvis CT. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dyspareunia, foreign body in uterus, endometriosis, symptomatic fibroids, nickel sensitivity. Concerning the injuries reported in this case, the following ones were confirmed in patients social media, breast discharge infected,perforated my tube lot number: 50502885, manufacture date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/foreign body in uterus'), genital haemorrhage ('bleeding'), pituitary tumour ('pituitary tumor'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, hypothyroidism and pregnancy. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included low back pain, emotional disorder, vaginal haemorrhage, irregular menstrual cycle, depressed mood, uterine cyst, intramural leiomyoma of uterus (measuring 9 x 16x 10 mm), headache, migraine, migraine, dysuria, joint pain, nickel sensitivity, itching, ovarian cyst, pelvic adhesions, bleed in luteal cyst, follicular cyst of ovary, uterine cyst, nausea, runny nose, urine analysis abnormal, depression, suprapubic pain, thyroidectomy, thyroid disorder, arthritis (arthritis in her knees, back, and hands), blurred vision, vomiting, confusion, photophobia, phonophobia, adenoma and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), docusate sodium (colace), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), promethazine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and breast discharge ("she continued to have breast discharge") and was found to have pituitary tumour (seriousness criterion medically significant) and uterine leiomyoma ("syptomatic fibroids"). The patient was treated with surgery (robotic assisted lase excision of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pituitary tumour, neuromyopathy, autoimmune disorder, allergy to metals, dyspareunia, dysmenorrhoea, endometriosis, uterine leiomyoma and breast discharge outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, breast discharge, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, neuromyopathy, pelvic pain, pituitary tumour, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, left trailing coils 3 coils. Right trailing coils 3. Patient tolerated procedure well. Essure implantation: (B)(6) 2010: medical complications during pregnancy (as written). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral blockage. Nuclear magnetic resonance imaging - in 2014: pituitary tumor had not increased in size. Ultrasound abdomen - on (B)(6) 2012: intramural fibroid in the lower uterine segment and cyst in the lower uterine segment. Heterogeneous 'myometrium. Ovaries appear normal as visualized. Ultrasound pelvis - on (B)(6) 2012: heterogeneous myometrium. Small uterine cyst and small intramural fibroid measuring 9 x 16x 10 mm; on (B)(6) 2013: contraceptive coil on the right is located in the adnexa.coil on the left appears to be located at the surface of the uterine fundus but this may also be adjacent the fallopian lube or adnexa. Recommend further assessment with pelvis CT. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dyspareunia, foreign body in uterus, endometriosis, symptomatic fibroids, nickel sensitivity. Concerning the injuries reported in this case, the following ones were confirmed in patients social media, breast discharge infected quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2019: social media received events " she continued to have breast discharge " was added. Reporter information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/foreign body in uterus"), genital haemorrhage ("bleeding"), pituitary tumour ("pituitary tumor"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, hypothyroidism and pregnancy. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included low back pain, emotional disorder, vaginal haemorrhage, irregular menstrual cycle, depressed mood, uterine cyst, intramural leiomyoma of uterus (measuring 9 x 16x 10 mm), headache, migraine, migraine, dysuria, joint pain, nickel sensitivity, itching, ovarian cyst, pelvic adhesions, bleed in luteal cyst, follicular cyst of ovary, uterine cyst, nausea, runny nose, urine analysis abnormal, depression, suprapubic pain, thyroidectomy, thyroid disorder, arthritis (arthritis in her knees, back, and hands), blurred vision, vomiting, confusion, photophobia, phonophobia, adenoma and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), docusate sodium (colace), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), promethazine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis") and was found to have pituitary tumour (seriousness criterion medically significant) and uterine leiomyoma ("syptomatic fibroids"). The patient was treated with surgery (robotic assisted lase excision of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pituitary tumour, neuromyopathy, autoimmune disorder, allergy to metals, dyspareunia, dysmenorrhoea, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, neuromyopathy, pelvic pain, pituitary tumour, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, left trailing coils 3 coils. Right trailing coils 3. Patient tolerated procedure well. Essure implantation: (B)(6) 2010: medical complications during pregnancy (as written). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral blockage. Nuclear magnetic resonance imaging - in 2014: pituitary tumor had not increased in size. Ultrasound abdomen - on (B)(6) 2012: intramural fibroid in the lower uterine segment and cyst in the lower uterine segment. Heterogeneous 'myometrium. Ovaries appear normal as visualized. Ultrasound pelvis - on (B)(6) 2012: heterogeneous myometrium. Small uterine cyst and small intramural fibroid measuring 9 x 16x 10 mm; on (B)(6) 2013: contraceptive coil on the right is located in the adnexa.coil on the left appears to be located at the surface of the uterine fundus but this may also be adjacent the fallopian lube or adnexa. Recommend further assessment with pelvis CT. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dyspareunia, foreign body in uterus, endometriosis, symptomatic fibroids, nickel sensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/foreign body in uterus') and fallopian tube perforation ('perforated my tube') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, hypothyroidism and pregnancy. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included low back pain, emotional disorder, vaginal haemorrhage, irregular menstrual cycle, depressed mood, uterine cyst, intramural leiomyoma of uterus (measuring 9 x 16x 10 mm), headache, migraine, migraine, dysuria, joint pain, nickel sensitivity, itching, ovarian cyst, pelvic adhesions, bleed in luteal cyst, follicular cyst of ovary, uterine cyst, nausea, runny nose, urine analysis abnormal, depression, suprapubic pain, thyroidectomy, thyroid disorder, arthritis (arthritis in her knees, back, and hands), blurred vision, vomiting, confusion, photophobia, phonophobia, adenoma and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), docusate sodium (colace), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), promethazine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital hemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and breast discharge ("she continued to have breast discharge") and was found to have pituitary tumour ("pituitary tumor") and uterine leiomyoma ("symptomatic fibroids"). The patient was treated with surgery (robotic assisted lase excision of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital hemorrhage, pituitary tumour, neuromyopathy, autoimmune disorder, pelvic pain, allergy to metals, dyspareunia, dysmenorrhoea, endometriosis, uterine leiomyoma and breast discharge had resolved and the fallopian tube perforation outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, breast discharge, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital hemorrhage, neuromyopathy, pelvic pain, pituitary tumour, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, left trailing coils 3 coils. Right trailing coils 3. Patient tolerated procedure well. Essure implantation: (B)(6) 2010: medical complications during pregnancy (as written). Discrepancy noted in essure explant date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral blockage. Magnetic resonance imaging - in 2014: pituitary tumor had not increased in size. Ultrasound abdomen - on (B)(6) 2012: intramural fibroid in the lower uterine segment and cyst in the lower uterine segment. Heterogeneous 'myometrium. Ovaries appear normal as visualized. Ultrasound pelvis - on (B)(6) 2012: heterogeneous myometrium. Small uterine cyst and small intramural fibroid measuring 9 x 16x 10 mm; on (B)(6) 2013: contraceptive coil on the right is located in the adnexa.coil on the left appears to be located at the surface of the uterine fundus but this may also be adjacent the fallopian lube or adnexa. Recommend further assessment with pelvis CT. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dyspareunia, foreign body in uterus, endometriosis, symptomatic fibroids, nickel sensitivity. Concerning the injuries reported in this case, the following ones were confirmed in patients social media, breast discharge infected,perforated my tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: perforated my tube were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/foreign body in uterus') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, hypothyroidism and pregnancy. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included low back pain, emotional disorder, vaginal haemorrhage, irregular menstrual cycle, depressed mood, uterine cyst, intramural leiomyoma of uterus (measuring 9 x 16x 10 mm), headache, migraine, migraine, dysuria, joint pain, nickel sensitivity, itching, ovarian cyst, pelvic adhesions, bleed in luteal cyst, follicular cyst of ovary, uterine cyst, nausea, runny nose, urine analysis abnormal, depression, suprapubic pain, thyroidectomy, thyroid disorder, arthritis (arthritis in her knees, back, and hands), blurred vision, vomiting, confusion, photophobia, phonophobia, adenoma and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), docusate sodium (colace), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), promethazine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and breast discharge ("she continued to have breast discharge") and was found to have pituitary tumour ("pituitary tumor") and uterine leiomyoma (""symptomatic" fibroids"). The patient was treated with surgery (robotic assisted lase excision of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pituitary tumour, neuromyopathy, autoimmune disorder, pelvic pain, allergy to metals, dyspareunia, dysmenorrhoea, endometriosis, uterine leiomyoma and breast discharge had resolved. The reporter considered allergy to metals, autoimmune disorder, breast discharge, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, neuromyopathy, pelvic pain, pituitary tumour, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, left trailing coils 3 coils. Right trailing coils 3. Patient tolerated procedure well. Essure implantation: (B)(6) 2010: medical complications during pregnancy (as written). Discrepancy noted in essure explant date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral blockage. Magnetic resonance imaging - in 2014: pituitary tumor had not increased in size. Ultrasound abdomen - on (B)(6) 2012: intramural fibroid in the lower uterine segment and cyst in the lower uterine segment. Heterogeneous 'myometrium. Ovaries appear normal as visualized. Ultrasound pelvis - on (B)(6) 2012: heterogeneous myometrium. Small uterine cyst and small intramural fibroid measuring 9 x 16x 10 mm; on (B)(6) 2013: contraceptive coil on the right is located in the adnexa. Coil on the left appears to be located at the surface of the uterine fundus but this may also be adjacent the fallopian lube or adnexa. Recommend further assessment with pelvis CT. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dyspareunia, foreign body in uterus, endometriosis, symptomatic fibroids, nickel sensitivity. Concerning the injuries reported in this case, the following ones were confirmed in patients social media, breast discharge infected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Outcome for all the events were recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/foreign body in uterus"), genital haemorrhage ("bleeding"), pituitary tumour ("pituitary tumor"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, hypothyroidism and pregnancy. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included low back pain, emotional disorder, vaginal haemorrhage, irregular menstrual cycle, depressed mood, uterine cyst, intramural leiomyoma of uterus (measuring 9 x 16x 10 mm), headache, migraine, migraine, dysuria, joint pain, nickel sensitivity, itching, ovarian cyst, pelvic adhesions, luteal cyst of ovary, follicular cyst of ovary, uterine cyst, nausea, runny nose, urinalysis, depression, suprapubic pain, thyroidectomy, thyroid disorder, arthritis (arthritis in her knees, back, and hands), blurred vision, vomiting, confusion, photophobia, phonophobia, adenoma and perineal pain. Concomitant products included bupropion hydrochloride (wellbutrin), docusate sodium (colace), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), paracetamol (tylenol), promethazine, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis") and was found to have pituitary tumour (seriousness criterion medically significant) and uterine leiomyoma ("symptomatic fibroids"). The patient was treated with surgery (robotic assisted lase excision of endometriosis and total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pituitary tumour, neuromyopathy, autoimmune disorder, allergy to metals, dyspareunia, dysmenorrhoea, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, neuromyopathy, pelvic pain, pituitary tumour, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2010, left trailing coils 3 coils. Right trailing coils 3. Patient tolerated procedure well. Essure implantation: (B)(6) 2010: medical complications during pregnancy (as written). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral blockage. Nuclear magnetic resonance imaging - in 2014: pituitary tumor had not increased in size. Ultrasound abdomen - on (B)(6) 2012: intramural fibroid in the lower uterine segment and cyst in the lower uterine segment. Heterogeneous 'myometrium. Ovaries appear normal as visualized. Ultrasound pelvis - on (B)(6) 2012: heterogeneous myometrium. Small uterine cyst and small intramural fibroid measuring 9 x 16x 10 mm; on (B)(6) 2013: contraceptive coil on the right is located in the adnexa. Coil on the left appears to be located at the surface of the uterine fundus but this may also be adjacent the fallopian lube or adnexa. Recommend further assessment with pelvis CT. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dyspareunia, foreign body in uterus, endometriosis, symptomatic fibroids, nickel sensitivity. Incident we receive:d a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.